Event description:
The patient's spouse reported the patient only had effective stimulation for approximately one week after scs system implant and continues to have ineffective stimulation currently. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.